Event description:
A mitek sales affiliate reported that a patient complained 6 months after postoperative surgery that it felt like a foreign object was floating in the inner knee joint. The local doctor retrieved a small cross pin part from the knee. There was no reduction in mobility or swelling, or any other adverse effects reported after the second surgery.